Event description:
A group of falsely depressed prothrombin time (pt-inr) results were obtained on patient samples. The results were reported to the physician. The samples were retested after investigation and higher results were obtained. Corrected reports were issued. In at least one instance patient treatment was altered or prescribed on the basis of the reported falsely depressed pt-inr results; warfarin dosage was adjusted. There is no report of adverse outcome to the patients as a result of the initial falsely depressed pt-inr results.

Manufacturer narrative:
The cause of the initial falsely depressed pt result is unknown. However, the customer's investigation concluded that the thromborel s reagent may have been implicated in some manner. The issue was resolved by replacing the thromborel s reagent with a new bottle and verifying with qc. Assessment of qc results at the start of the shift and the (B)(4) other correctly reported samples excluded a systematic malfunction of the instrument or reagent lot. There was no indication on a potential issue with the affected instrument as a preventive maintenance final precision check was within all specifications, also there were no issues with any other methods tested on the questioned instrument. There was no evidence that there is an issue with the particular reagent lot as all the other samples at the customer site were done without discrepancy using same lot. The customer believed that this issue was due to the preventative maintenance that was performed on the same day when the discordant results occurred. Their investigation suggested that discrepancy in the results may have been due to the contamination of the reagent vial. During the preventative maintenance, the reagent vial was stored in the cold room uncapped and then latter used for testing of the samples. After investigation, the reagent was replaced with newly opened reagent in the afternoon and no discrepancies in results were reported. This could not be further assessed as the affected reagent vial was no longer available. No further evaluation of the device is required.